Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air in line (max air exceeded) alarm occurred on an amia automated pd system during dwell three of three of peritoneal dialysis (pd) therapy. This alarm occurred while the patient was connected. During troubleshooting, there was a loose connection between the blue clamp supply (final) line of an amia automated pd set with cassette and a supply bag that resulted in a leak; air was noted in the final line. Renal therapy services (rts) assisted with ending therapy and reviewed proper procedures with the patient. The patient would complete therapy using manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a review of the share source log was performed which identified the air in line alarm as a low priority alarm 30166. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.